Event description:
The customer reported a speaker malfunction. No info was available as to whether there was any sound. No pt involvement was reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.